Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was returned for analysis. Visual inspection and memory/battery diagnostics noted no anomalies. Testing was completed to assess sensing and device functionality, and measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported pain or discomfort.

Event description:
It was reported that one day after this insertable cardiac monitor (icm) was implanted the patient rolled over in bed and the device come out of the incision. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after this insertable cardiac monitor (icm) was implanted the patient rolled over in bed and the device come out of the incision. The device was returned for analysis. No additional adverse patient effects were reported.